Event description:
It was reported that during a stenting treatment procedure stent damage, stent movement on the balloon and difficulty withdrawing occurred. The 95% stenosed target lesion being treated was located in the mildly calcified and severely tortuous right coronary artery (rca). The physician experienced difficulty advancing a guide wire but after 3 attempts was successful. Pre-dilation with a 2.50x20mm apex balloon catheter was performed. A 4.00x38mm ion stent delivery system (sds) was then advanced but had difficulty advancing through the patient anatomy. Multiple attempts to advance the stent were made without success. The proximal end of the stent became compressed on the distal half of the delivery balloon during the attempts to advance and it was decided to remove the sds through the guide catheter. The sds was not able to be removed via the guide catheter so the entire system was attempted to be removed as a single unit, however the stent could not pass through the introducer sheath. The sheath was exchanged for a 10f sheath and the stent dislodged while trying to remove the sds via the sheath. The stent was successfully retrieved using a pair of biopsy forceps. The procedure was completed at this point. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion mr stent only. The stent struts were damaged and stretched. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damaged. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure "stent damage", stent movement on the balloon and difficulty withdrawing occurred. The 95% stenosed target lesion being treated was located in the mildly calcified and severely tortuous right coronary artery (rca). The physician experienced difficulty advancing a guide wire but after 3 attempts was successful. Pre-dilation with a 2.50x20mm apex balloon catheter was performed. A 4.00x38mm ion stent delivery system (sds) was then advanced but had difficulty advancing through the patient anatomy. Multiple attempts to advance the stent were made without success. The proximal end of the stent became compressed on the distal half of the delivery balloon during the attempts to advance and it was decided to remove the sds through the guide catheter. The sds was not able to be removed via the guide catheter so the entire system was attempted to be removed as a single unit, however, the stent could not pass through the introducer sheath. The sheath was exchanged for a 10f sheath and the stent dislodged while trying to remove the sds via the sheath. The stent was successfully retrieved using a pair of biopsy forceps. The procedure was completed at this point. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).